Manufacturer narrative:
B.5.medtronic received additional information that patient blood loss was one drop/second, which was 80ml in total. An unplanned blood transfusion was not required due to the blood loss from the leak. Device evaluation: visual inspection shows evidence of a fiber leak with blood staining on the top and bottom of the fiber bundle. Note: the customer has provided photos showing evidence of the fiber leak. Pressure integrity testing was performed at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Conclusion: reason for the return was visually confirmed by the blood staining on the top and bottom of the fiber bundle and the photos provided by the customer. E.initial reporter details updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that after approximately 25 minutes of the cpb (cardiopulmonary bypass) operation, bloody foam drips were observed from the bottom of the oxygenator. Blood also became visible on the top of the oxygenator. The aorta was already clamped and initial cardioplegia was administered. The oxygenation of the patient at this point in the blood gas analysis (bga) was sufficient with fio2 at 70%. A consultation took place on oxygenator replacement, as a longer surgery with four bypasses and aortic valve replacement (ake/avr), was planned. After anastomosis of the second bypass and opening of the aorta, the machine was shutdown with stable patient circulation. The oxygenator was changed and bypass was restarted. It was stated that there was a stable continuation of the cpb operation with the new oxygenator. There were no additional adverse patient effects associated with this event. Correction d4.2 (expiration date) & h4 (device mfg date): these fields have been updated. Correction h6 (patient codes (ime/annex e): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that after approximately 25 minutes of cpb operation, bloody foam drips from the bottom of the oxygenator. Blood also became visible on the top of the oxygenator. The aorta was already clamped and initial cardioplegia administered. Oxygenation of the patient at this point in bga was sufficient with fio2 at 70%. Consultation on oxygenator replacement, as longer surgery with 4 bypasses and ake planned after anastomosis of the second bypass. Opening of the aorta machine shutdown with stable patient circulation. Oxygenator was changed on the cpb bypass restart. Stable continued cpb operation with new oxygenator. See attached photos. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.